Event description:
It was reported that the insulin pump had scrolling numbers and an unresponsive keypad during a bolus attempt. The blood glucose reading was unknown. The customer stated that she wears the insulin pump in her bra. She also noted that she had bolused earlier with no problem and reported a button error that occurred previously. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No number ramping or scroll bar anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.